Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 300 mg/dl and a bolus via the pump was delivered to lower the bg to 251 mg/dl. The infusion set site was changed and the bg level was continuing to drop. The contact did not know the cause of the high bg and declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.